Event description:
A caller reported experiencing intermittent occlusion alarms. However, there was no adverse impact on the customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. To resolve the issues, the customer changed the infusion set and cartridge and resumed insulin.